Event description:
It was reported that a patient presented with high capture threshold, low r-wave on the right ventricular (rv) lead and phrenic nerve stimulation. On (B)(6) 2023, the physician elected to reposition the rv lead. The patient condition was stable before, during, and after the procedure.